Manufacturer narrative:
Patient information updated the returned valve was patent. All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore the conditions of this complaint could not be verified by laboratory personnel. It met the requirements for siphon, pressure-flow, pre-implantation, and leak testing. However, the valve did not meet the requirements for reflux testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. Instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the valve settings were ¿floating¿ and varied ¿time to time.¿ per the patient¿s family, there were no external magnetic influences they could think of. The valve was revised.